Manufacturer narrative:
Device not returned for analysis.

Event description:
It was reported that due to an unspecified reason the patient had his artificial urinary sphincter (aus) cuff removed and replaced. The cuff was explanted and a new 4.0 cm cuff was implanted. Should additional information be received a supplemental report will be filed.